Event description:
On (B)(6) 2024, a patient (pt) in brazil emailed to report an ulcer in the right eye (od) "in which I almost lost my sight" after wearing an unknown acuvue brand contact lens (cl) 2 years ago (exact date not provided). The pt previously wore another acuvue brand cl for 8 years, then ¿in a power review the doctor informed me that had another acuvue that could sleep with it, and in that I bought and ended up giving me ulcer." No additional information was provided. Attempts were made on (B)(6) 2024 to contact the pt for additional medical information with no success. No additional medical information has been received. This event is being reported as worst-case due to the inability to verify the patient's diagnosis and treatment. As it is unclear which acuvue brand was worn at the time of the event, the product will be reported as an unknown acuvue brand cl. The date of the pt¿s event is being recorded as 01jan2022 as the exact event date is unknown. The od suspect product lot number is unknown. Availability of the suspect product for return and evaluation is unknown. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.